Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen of their adc freestyle libre reader. Customer further reported experiencing a loss of consciousness and treated themselves with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed. A visual inspection was performed on the returned de-cased reader and minor damage to the usb port was observed. The pin 1's insulating contact was deformed, which partially exposes the contact. This damage could be a result of the customer using an incorrect usb charger or inserting the charger improperly. The reader successfully powered on with the button pressed, cable and strip insertion. A touchscreen test was performed and the touchscreen responded properly. Did not observe the customer's complaint of slow touchscreen response. The minor damage to the usb port did not impact the functionality of the returned reader, as it turned on with cable insertion. The reader was connected to computer and charged when connected to a power source. The passing of touchscreen test is an indication that there was no issue with the touchscreen. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen of their adc freestyle libre reader. Customer further reported experiencing a loss of consciousness and treated themselves with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen of their adc freestyle libre reader. Customer further reported experiencing a loss of consciousness and treated themselves with glucose. There was no report of death or permanent impairment associated with this event.